Event description:
The customer reported a motor error alarm. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The insulin pump was not exposed to high magnetic fields. No damage to the drive support cap noted. The customer also stated that the sticker on the end cap was missing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. The insulin pump had a cracked case window display corner and missing end cap sticker.